Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a bubbled downstream occlusion (dso) sensor. Event log history was performed and indicated that system fault 41,622 occurred 1 0 0 3 was recorded in history. During analysis, pump read screen error 41622 when running a motor test. It was noted that gears were not able to run. Pump was opened to find debris caught in gears preventing it to run and this was the cause of the reported issue. Service will replace the flat gear and grease both gears to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41622. There was no patient involved in this event. No adverse effects were reported.